Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was returned with the device. The control wire was separated per design. The most probable root cause has been determined to be operational context. The complainant may have encountered anatomical/procedural factors during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to place a clip at the target site however, when they went to remove the device from the patient they realized that the clip did not fully deploy from the catheter. As they attempted to completely deploy the clip, it fell off the catheter in an open state into the patient. The clip was retrieved however; it is unknown what was used to retrieve the clip. It has also been reported that the clip did not attach to the tissue. The case was completed with two additional resolution clip devices, with no harm to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation summary: a visual examination of the returned device found that the clip assembly was fully deployed and had no deformities. The control wire was separated per design. The root cause could not be confirmed as there were no deformities on the clip assembly. However, the most probable root cause has been determined to be operational context. The complainant may have encountered anatomical/procedural factors during the procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to place a clip at the target site however, when they went to remove the device from the patient they realized that the clip did not fully deploy from the catheter. As they attempted to completely deploy the clip, it fell off the catheter in an open state into the patient. The clip was retrieved however; it is unknown what was used to retrieve the clip. It has also been reported that the clip did not attach to the tissue. The case was completed with two additional resolution clip devices, with no harm to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to place a clip at the target site however, when they went to remove the device from the patient they realized that the clip did not fully deploy from the catheter. As they attempted to completely deploy the clip, it fell off the catheter in an open state into the patient. The clip was retrieved however; it is unknown what was used to retrieve the clip. It has also been reported that the clip did not attach to the tissue. The case was completed with two additional resolution clip devices, with no harm to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient information unknown however, it has been reported that the patient is over 18 years old. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.